Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and moderately calcified mid cx lesion exhibiting 90 % stenosis. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. No issues removing the sheath. The device was inspected and (B)(6) prep performed with no issues noted. The lesion was pre-dilated using a euphora 2.0 x 20 mm balloon (4 x inflation at 18atm). It was reported that during the procedure resistance was encountered when advancing the device. No excessive force was used during delivery. The device did not pass through a previously deployed stent. The device failed to cross the target lesion and after the second attempt to cross, the stent dislodged during withdrawal. It was noted that the stent dislodged after the physician had removed the guide catheter, wire and delivery system, and the stent was visualized on fluro in the iliac artery. Multiple attempts were made to remove the stent unsuccessfully using 3 x euphora balloons and a covidien snare catheter 6fx120cmx25mm that was unable to pass the stent. The physician crushed the stent to the vessel wall using a non mdt iliac stent successfully. No issues with the euphora balloons, guide catheter or g uidewire. Patient status was reported as fine with no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.